Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate

Event description:
Patient submitted the following complaint on the patient ambassador website: my knee replacement lasted 2 years, I had it in (B)(6) 2013 and I had to have it replaced in (B)(6) 2015. It moved in the wrong direction. My x-ray showed it was coming loose. My doctor said I had to have it replace. I had trouble from the first week of surgery. After the surgery, I had a lot of swelling and pain. The knee just didn't work right. I complained to my doctor at that time. He would just look at it and shake his head and say it didn't look right. I did not get an x-ray done by my doctor even after a year had gone by, so after two years I went to another doctor and he x-rayed the knee and could tell right away what the problem was. That was when I had to have this right knee replaced again. So I no longer have the depuy knee. Update 2/17/2016- it has been confirmed that patient complaints submitted on the patient ambassador website are from true depuy patients. Therefore, this complaint is being completed now. It is unknown which products were revised at the surgery referenced in the patient's statement . The interface at which the loosening occurred is unknown. Follow-up is being conducted to receive product information and medical records from the patient. If additional information is received, the complaint will be updated at that time.